Event description:
It was reported that customer stated device had to be charged much more than usual. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation or assistance, and technical support was unable to obtain additional information, so no further action was taken.